Manufacturer narrative:
Upon disassembly, it was observed that there was debris on the trigger sensor halls.

Event description:
It was reported that during a surgical procedure at the user facility the device would not stop running after the trigger was depressed, posing the risk of a cut to a user or patient. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.